Event description:
The customer reported that the system would not produce fluoroscopic x-ray when requested. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the umccontroller printed circuit board and deleted the generator data and flashed and reloaded the nodes. The system was tested and found to be working as intended and put back in service.